Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Boston scientific technical services (ts) indicated that there was therapy exhaustion and undersensing causing a divert. Moreover, there were shocks that did not terminate the tachycardia. Furthermore, ts recommended additional hardware to direct energy to the left side for the divert during reconfirmation and to consider committed shocks only. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Boston scientific technical services (ts) indicated that there was therapy exhaustion and undersensing causing a divert. Moreover, there were shocks that did not terminate the tachycardia. Furthermore, ts recommended additional hardware to direct energy to the left side for the divert during reconfirmation and to consider committed shocks only. Additional information from the field representative was obtained which indicated that low r-waves following large r-waves were the cause of undersensing. No reprogramming and interventions was made. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Boston scientific technical services (ts) indicated that there was therapy exhaustion and undersensing causing a divert. Moreover, there were shocks that did not terminate the tachycardia. Furthermore, ts recommended additional hardware to direct energy to the left side for the divert during reconfirmation and to consider committed shocks only. Additional information from the field representative was obtained which indicated that low r-waves following large r-waves were the cause of undersensing. No reprogramming and interventions was made. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.